Event description:
It was reported that a sponge was found to be sticking out of the minicap. This was found before use. There was no patient involved. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted for lot number gm1307101 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Sample evaluation was performed and the minicap was found opened and the sponge was inside of foil pouch but out of the mini cap. The assignable cause was undetermined. A CAPA has been opened to investigate the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.